Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles on the shell, green mold like appearance, a curved opening on posterior, fold creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and non-penetrating nicks on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and textured to smooth breast implants due to the patients concern with the product. Device has been explanted and replaced.